Event description:
It was reported by repair work order that the retractable head section was unable to support weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.